Event description:
The customer indicated that upon completion of the blood collection procedure, the health care worker activated the safety device and the needle dislodged from the device staying in the pt's arm. The health care worker was able to grasp the end of the cannula and remove it. There was no medical or surgical intervention following this incident.

Manufacturer narrative:
The lot number identified is on the product recall notice.